Event description:
It was reported that an unknown lead was fractured during the explant of the lead. No specific lead or patient details were available. No additional adverse patient effects were reported.